Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy at home. Touch contamination is the most common source of transmission for peritonitis causing pathogens. This is further evidenced by a microorganism that is the predominant normal flora on human skin. Therefore, the liberty cycler set can be excluded as the source of the patient¿s peritonitis. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized for symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 3802/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. Upon review of the time at which the peritonitis was discovered and the patient¿s statement of not replacing the cap on the pd catheter (not a fresenius product) prior to this event, the pdrn stated the likely source of touch contamination was the patient. The patient was prescribed a one-time dose of vancomycin (route and dose unknown), then, was transitioned to intravenous linezolid (dose, frequency and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home with oral linezolid capsules at 600 mg for 10 days on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from these events and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: g4 now g3 was inadvertently submitted as 1/15/2021 in the initial report but should be 1/19/2021.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description.